Manufacturer narrative:
(B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use event on 08-jun-2024.infusion set has been used for 1-2 days. Insertion area was cleaned, air-dried and free from hair. The blood glucose level was 80-150 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.